Manufacturer narrative:
System components, preconnect device, model- 72404232-10, lot sn- (B)(4), mfg date- 05/02/2019, exp date- 05/01/2021, gtin- (B)(4).

Event description:
It was reported that during a procedure to implant an inflatable penile prosthesis(ipp) the patient's vein was hit and began bleeding when the reservoir was being implanted. The issue was resolved and the device functioned.

Manufacturer narrative:
Additional information received that the patient was well. No device was implanted and the procedure was aborted during the procedure of an original implant. System components: preconnect device. Model- 72404232-10. Lot sn- (B)(6) . Mfg date- 05/02/2019. Exp date- 05/01/2021. Gtin- (B)(4).

Event description:
It was reported that during a procedure to implant an inflatable penile prosthesis(ipp) the patient's vein was hit and began bleeding when the reservoir was being implanted. The issue was resolved and the device functioned.